Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the unit was showing alarming and blinking red malfunctioning warning. The device fault occurred during testing. No harm reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no physical damage. Functional testing could not duplicate or confirm the reported problem. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced the reservoir gasket and o-rings. Performed preventative maintenance and calibration. Device passed all functional testing.